Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for atrial fibrillation (a fib). It was mentioned that when the device was opened, a hair was noted stuck in the rf wire holder. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. However, the reported allegations are confirmed based media provided. DHR/service history review: records for kit lot 37512664 were reviewed. There were no non-conformances, deviations or scrap associated with the packaging process. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described withing this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. The device was not returned to bsc for analysis. Based on the event description and media provided, the root cause cannot be determined with full certainty. As the available information does not allow confirmation of whether the issue occurred during manufacturing or during procedure preparation, "cause not established" code was selected.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for atrial fibrillation (a fib). It was mentioned that when the device was opened, a hair was noted stuck in the rf wire holder. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device has not been received at boston scientific at this time.